Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 36 mg/dl. The ambulance was called to render treatment. For treatment, the patient was provided dextrose solution intravenously (IV) and a glucose tablet was also given. The pod was worn on the abdomen. The ambulance left after 20 minutes.